Event description:
The hosp reported that during a coronary artery bypass procedure, the (B)(4) seal did not deploy properly. When the tm picked up the device for return, he stated that the seal was loaded properly but the customer accidently depressed the plunger before the procedure started, and the seal did deploy properly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The occurrence date is unk. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the delivery device was returned without the loading device. The green slide lock and the white plunger were depressed on the delivery device. The seal was intact hanging out of the delivery tube. The tension springs were at the end of the deliver tube. There was no evidence of blood. Based upon the visual observations, the reported complaint "did not deploy properly-prematurely depressed" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).